Event description:
The pt experienced underdose symptoms: sweating (diaphoresis) and chills. The symptoms occurred "for (B)(6)" (B)(6) prior to the date of this report. A (B)(6) was also noted: the actual volume was 0 mls, the expected volume was 3.6 mls. The pt did use hot tubs but made sure to stay out of 102 degree temperatures. The pt also used a bone growth stimulator but it did not have a heat function. It was later reported that a pump refill occurred (B)(6) 2011. The pt experienced the overdose symptom of sedation following the refill. The pt was admitted to the e.r. And hospital on (B)(6) 2011. The pt was given narcan and the pump was programmed from 8.6 mg/day to 2 mg/day. The pt was observed for 12 hours and discharged from the hospital on (B)(6) 2011. As of (B)(6) 2011, the pt was doing fine. The pt's pump contained compounded baclofen, in addition to morphine and clonidine.

Manufacturer narrative:
(B)(4).